Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the black box showed no evidence of a loss of prime. The battery compartment was undamaged and a test battery cap was able to fit. The ez-prime steps were performed correctly with no loss of prime or other errors, alarms or warnings duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.